Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device was not returned for evaluation. However, clinical information was sufficient to determine the root cause. The root cause of access site bleeding is determined to be patient condition because of severe gastrointestinal bleeding and act values are too low of 140 than the therapeutic range. The instructions for use for the impella 5.5 with smart assist for use during cardiogenic shock states the following: section: potential adverse events (united states) . ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ g1-corrected MFR site name and address. H6-component code 4755 changed to 925.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported an unknown age patient experiencing postcardiotomy cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support. The patient has gastrointestinal (gi) bleeding due to a known disease. The bleeding persisted, and the patient has already been given several blood products. The team is aware of the too low act levels, but due to the patient's condition it could not be increased. The clinical staff discussed with a planned to remove the device as the clinical staff would like to decrease anticoagulation further and considers this to be too "dangerous" with the impella pump in place. It was noted there is no bleeding around impella access site.